Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, explanted: unknown, UDI#: asku. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter stated they knew of "several patients" who had defective devices in their brain and had "fought" to get the device removed. It was not clear if the devices were explanted.